Event description:
Hill-rom technical service representative was performing preventive maintenance when he discovered that there was no nurse call. There were no reported injuries.

Manufacturer narrative:
Dennis munoz reported that the patient pendant would not place a nurse call. Reporter reported that the patient pendant did not look damaged. He replaced the patient pendant, and this resolved the issue.